Event description:
It was reported that, surgeon was tightening an ex-fix bar-to-tube clamp and the clamp broke or suspected it broke. We put another one on and under further examination, the clamp did break.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.